Event description:
A nurse reported the system's laser module was inoperative during a procedure. Upon replacement of the endolaser, the laser module turned off. An alternate laser system was used to complete the case. There was no pt harm. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and the problem reported was not duplicated. The company representative cleaned the electrical contacts. The system was then tested and met all product specifications. The root cause could not be determined. (B)(4).